Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the device and found a scorched r56 thermistor on the power supply board. A supplemental medwatch will be submitted when additional info becomes available.

Event description:
It was reported that the hcu30 device did not cool the tank water. The device was swapped for another one during the operation. No pt injury. (B)(4).